Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing was performed with no issues noted. The reported condition was not verified. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a transfer set leaked. This occurred during an unknown process step of peritoneal dialysis therapy. The transfer set was replaced. It was further reported that the nurse tested the transfer set with a syringe filled with saline solution and did not find a leak. There was no patient injury, however the patient was given prophylactic antibiotics as a precautionary measure. No additional information is available.